Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was reported that the patient was working at the hospital on (B)(6) 2023 and had low readings. It is unknown what device was showing low readings (bg or cgm). She passed out at work and someone called rapid response and the patient was taken to the emergency room. The nurse checked the patient's bg and it was low and stated it was "way off". The patient was treated with IV glucose and was in the ER from 5:00am-8:00am. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.